Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), uterine mass ("mass in uterus"), migraine ("migraine / headache"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, allergy to metals, uterine mass, migraine, nausea, tooth disorder, fatigue, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pain, gen. Abnormal. Bleeding, menorrhagia, metorhagia, nickel allergy, migraine, headaches, nausea, dental, probs.,fatigue, mass in uterus four coils were noted on the right side and three coils were able to be visualized in left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received lot number was added. Events " abdominal pain, lower back pain, abnormal bleeding (vaginal),dysmenorrhea (cramping) " were added. Outcome of events"abdominal pain, lower back pain, abnormal bleeding (vaginal), dysmenorrhea (cramping)" were updated as recovered. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and endometrial polyp. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), uterine mass ("mass in uterus"), migraine ("migraine / headache"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, allergy to metals, uterine mass, migraine, nausea, tooth disorder, fatigue, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pain, gen. Abnormal. Bleeding, menorrhagia, metrorhagia, nickel allergy, migraine, headaches, nausea, dental, probs.,fatigue, mass in uterus four coils were noted on the right side and three coils were able to be visualized in left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint.    Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), uterine mass ("mass in uterus"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, uterine mass, migraine, headache, nausea, tooth disorder and fatigue had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder and uterine mass to be related to essure. The reporter commented: patient received treatment for chronic pain, gen. Abnormal. Bleeding, menorrhagia, metorhagia, nickel allergy, migraine, headaches, nausea, dental, probs.,fatigue, mass in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- injury nos replaced with new event chronic pain. New events- genital abnormal bleeding, menorrhagia, metrorrhagia, nickel allergy, migraine, headaches, nausea, dental problems, fatigue,mass in uterus , reporter¿s information , patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.